Event description:
New information states that based on the review of the (x-ray/fluoro/cine) views provided to st. Jude medical, the conductors appear to be externalized.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with a vibratory alert for hvli out of range. The lead had noise that was reproducible and it was also noted that due to the rv lead noise, the patient had several episodes of vf with aborted shocks. The device has been turned off and the patient was admitted. The lead was explanted at a later date and no further information was available.